Event description:
"Treating the mid anterior tibial, nearly 100% stenosed. 4 cm lesion. Great difficulty accessing the lesion. One insertion 2 sequential passes lateral, 2 sequential posterior. Removed device, when injecting contrast noticed perforation at mid anterior tibial. Followed with balloon inflation, pt pressure fine, perf resolved. Physician did not feel there was a device malfunction or complication."